Event description:
The customer called to report discordant results on the beckman coulter dxi 800 immunoassay system when compared to another methodology at a reference laboratory. The customer obtained a testosterone result within the normal reference range for one patient that was discordant to another methodology used at a reference laboratory. A definitive root cause has not been determined to date for this event with the data provided. The patient sample was requested by the customer technical service to be sent to beckman coulter for further testing.